Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video colonoscope ec38-i10cf. In the event reported, it was stated that the image is foggy. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. No additional information was provided this complaint. On 17-aug-2021, a device history record (DHR) review for model ec38-i10cf, serial number (B)(4) was performed and the DHR review confirmed the endoscope had 1 non-conformance of coating off defect which was detected during in-process inspection and reworked. There was no concession. The device completed the manufacturing process on 04-feb-2020 and subsequently, passed all required inspections, and was released accordingly and the dates of approval for shipment and actual date shipped were confirmed.